Manufacturer narrative:
H10: device evaluation: four used 24g protectiv plus devices (samples #1-4), without sheath components and blister packaging, and one unused, unopened sister sample (sample #5) were returned for analysis. Samples #1-3 displayed evidence of full or partial nose stem breakage and samples #4-5 displayed no evidence of nose securement issues. Sample #2 displayed evidence of bent cannula at the location of the broken nose stem, sample #4 displayed evidence of slightly bowed cannula and samples #1, 3 and 5 displayed no evidence of bent or bowed cannula. Additionally, sample #2 displayed evidence of catheter shear, severing the catheter tube, with the bent cannula and catheter shear highly probable to have been due to the nose stem breaking during use. All other samples displayed no evidence of catheter shear or catheter severance. Samples #1-4 displayed no evidence of catheter bevel or cannula bevel tip irregularities. Unrelated to the reported failure mode, sample #5 displayed evidence of a sliver in the cannula tip heel with no catheter bevel tip irregularities noted. Review of manufacturing logbook notes identified no definitive causal factor for the broken nose stem and bent cannula observed. Review of the complaint sample with manufacturing sme confirmed that the damage that weakened the area around the guard nose stem observed was highly probable to have occurred during the procam assembly process with the causal factor to be due to worn slide bushings and cam followers at the pcm3 catheter probe station. The damage to the nose component would be significant enough to create a potential for nose stem breakage/separation and bent cannula during post-manufacturing handling of the packaged device by the user. While the cannula tip damage noted in unused sample #5 is unrelated to the reported failure mode, a supplier corrective action request (scar) will be initiated (refer to scar ids section). Based on device analysis, the complaint is confirmed as a manufacturing nonconformance. The cause of the reported problem was traced to the manufacturing process. Since there were no other similar complaints reported for this lot, this event is considered to be an isolated event and not the result of a systemic quality related issue. In process, product is accepted based on meeting specification requirements. As a correction, this complaint is being communicated to appropriate personnel. No further correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. Smiths medical regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly. No discrepancies or abnormalities relevant to the complaint were found during the DHR review.

Event description:
It was reported that the plastic nose broke off the housing left in hub of catheter during insertion. This caused excessive bleeding and restart. There was a risk of a needle stick injury due to the needle being uncovered.

Manufacturer narrative:
Corrected data: product code and common device name added.